Event description:
It was initially reported that there were coupling issues with the patient's implantable neurostimulator (ins) when trying to recharge. It was also noted that there was swelling around the pocket area. Follow up information received on (B)(6) 2011 reported that x-rays taken showed that the ins was flipped. The physician then flipped the device back while the patient was in the office. The patient was reported as doing well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v575597003, implanted: (B)(6) 2011, product type: lead. Product ID: 377860, lot# v623447009, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).